Event description:
A customer reported a power source alert for their device. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by using a tandem charging cable and wall adapter, which successfully began charging the pump after being left plugged into a functioning outlet for at least 30 minutes, and no further assistance was needed.